Event description:
The user facility reported that upon opening the package, the dilator had a kink and the device was unusable. It was not used on the patient. The type of procedure performed was neuro. There was no blood loss. The reported event did not result in patient injury and did not require medical or surgical intervention. Additional information was received on 10 mar 2025: the kink in the dilator was noted immediately after opening the package, and the device was not used. Another was opened and used in its place.

Manufacturer narrative:
This report has been reassessed and deemed reportable based on the investigation of the sample. The actual device has been returned for evaluation. One (1) 6fr angio seal device was returned for product evaluation. The returned device included header bag, hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The locator was found to have been kinked. No other damage or issues were identified. The complaint was able to be confirmed for a kinked locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device during attempted insertion into the hemostasis sheath or due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).